Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Customer stated that the screen was scratched and making it difficult to see. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip and missing reservoir tube o-ring. Device received with no button response due to unlocked j2/lcd keypad connector. Unable to verify failed battery alarm, motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.